Manufacturer narrative:
Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation . The following information was provided by the initial reporter: check category of problem and give details below: date of incident: (B)(6) 2020. How long was product in use when the problem occurred? How long in use? Unknown. Believe only for short term for ivig infusion. Unusual circumstances? No. Who discovered the problem? Nurse. How was it detected? Ivig leaking out of IV pump. Describe reported problem/event in detail: tubing broke at site of pump while infusing ivig. Was device re-sterilized or re-processed? No. Was second device required? Yes. Was the device being used on a patient at time of incident? Yes. Was there patient injury? No. Was medical intervention required? No. Was intubation necessary? No.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: check category of problem and give details below: date of incident: (B)(6) 2020 how long was product in use when the problem occurred? How long in use? Unknown ¿ believe only for short term for ivig infusion unusual circumstances? No who discovered the problem? Nurse how was it detected? Ivig leaking out of IV pump describe reported problem/event in detail: tubing broke at site of pump while infusing ivig was device re-sterilized or re-processed? No was second device required? Yes was the device being used on a patient at time of incident? Yes was there patient injury? No was medical intervention required? No was intubation necessary? No.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/23/2020. Investigation conclusion: it was reported that tubing broke at site of pump while infusing ivig and leaked. Received from the customer was one used primed set model 2420-0007 lot unknown. Visual inspection as received confirmed the set was separated at the pumping segment. The separation was at the engagement between the silicone pump segment tubing (p/n 12088541) and the upper fitment (p/n tc10008721). The ring retainer (p/n 601316-000) was not received with the set. No gaps on the silicone segment separation or any anomalies were noted during visual inspection. Further visual inspection of the separated silicone segment end noted no o-ring indentations. The expected retainer ring for the lower fitment and silicone segment connection was still intact. Fluid was observed to be leaking from the separation. Functional testing could not be performed due to the set's separation and obvious leaking that would occur due to the separation. The silicone pump tubing was found to be within measurement specification. Equipment used (inspection and measurement performed on 19-dec-20: ram optical instrumentation/eq08204/calibration due date 14-jul-2021. Calipers, eq02784, calibration due date: 19-dec-20, - gauge pins: eq08349, due: 14-jul-2021. Device history record could not be performed on model 2420-0007 because the lot # for the suspect set was not provided. The customer¿s report that the tubing separated and leaked was confirmed to be a separation between the silicone segment and upper fitment. The root cause of the silicone separation is due to the set's retainer ring not being assembled onto the set during manufacturing assembly process. Tj manufacturing has been previously notified of this issue. A systemic failure investigation for pump segment issues will be documented by dir #(B)(4).